Event description:
It was reported that twenty (20) multirate infusors lv (large volume) were leaking from unspecified locations. This identified during filling and "spill over was there".there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2-a6, b6, b7, d10: update (ni to n/a). B5: it was further reported that all devices leaked from the fill port during active filling (before the caps were placed). There was no patient involvement. H4: the lot was manufactured from june 17, 2020 - june 18, 2020. H10: the actual devices were discarded; however, a video of a sample was provided for evaluation. Visual inspection was performed on the video sample which observed a leak (backflow) at the fill port during fill. A leak from fill port does not indicate a breach in fluid path as the end user (patient) does not interface with the fill port during use and would not cause harm; the fill port has a protective cap closing off this element of the device after compounding is complete. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.